Manufacturer narrative:
Section h3, h6: as no lot number was provided it was not possible to carry out a device history review a documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the patient experienced overgranulation of the wound. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4). Wood, f., martin, l., lewis, d., rawlins, j., mcwilliams, t., burrows, s., & rea, s. (2012). A prospective randomised clinical pilot study to compare the effectiveness of biobrane® synthetic wound dressing, with or without autologous cell suspension, to the local standard treatment regimen in paediatric scald injuries. Burns, 38(6), 830-839. Doi: 10.1016/j.burns.2011.12.020. Postal code (B)(6).

Event description:
On the literature article named "a prospective randomised clinical pilot study to compare the effectiveness of biobranew synthetic wound dressing, with or without autologous cell suspension, to the local standard treatment regimen in paediatric scald injuries", the authors of the study reported that during burn wound treatment with intrasite, acticoat and duoderm (manufactured by convatec), one patient a slow healing process due to a small area of overgranulation on the wound. This resulted on poor scar tissue on the area. The patient was treated by steroid injection. No other patient complications were reported. The patient outcome is resolved. No further information is available.